Event description:
During a routine hemodialysis treatment, it was reported that an arterial air alarm occurred after the pt changed position. The nurse was unable to recover from the arterial air alarm. Rinseback could not be completed due to a partially clotted system, which resulted in approx up to a 160cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to access flow issues. The facility informed nxstage that the pt's catheter had ongoing access issues at the time that the blood loss had occurred. The user's guide states that risk of clotting increases when the blood pump is stopped and instructs to return the blood if the alarm cannot be resolved promptly. The blood could not be completely returned due to clotting. The pt's heparin dose was increased for subsequent treatments. The cycler alarmed approriately. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.